Manufacturer narrative:
Three opened trocar assemblies were received in a bag for the report of dull blade. The samples were visually inspected and were found to be non-conforming with damaged tips. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances, such as damaged tips, are removed from the lot and scrapped. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the trocar blades were dull during a procedure and difficult to insert. The procedure was performed and completed after replacing the product with another one. There was no harm to the patient. The product samples were retained. No additional information is expected.